Event description:
It was reported to philips that the large monitor had burn-in and color unevenness; replaced on a allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the large monitor, 58'' uhd color lcd monitor sp, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).